Manufacturer narrative:
The split cath catheter was returned for evaluation. Visual inspection confirms the complaint as the cuff has detached from the lumen. Adhesive can be seen around the lumen where the cuff had been attached. Although the date of implant was not provided, the condition of the catheter suggests it had been implanted for some time. Areas of the extension tubing show signs of repeated clamping in the same location. The contract manufacturer conducted a review of the manufacture records for the lot number taken from the returned device. Their investigation revealed the device was manufactured and inspected according to specification. During the manufacture process the cuff is inspected to check that it wraps the entire circumference of the catheter and is also inspected for oversaturation of adhesive. A cuff strip-off strength test is performed as a functional test. This test must exceed 10 lb. During the manufacture of the involved lots 10 samples were functionally tested with a result minimum of 19.764 lb, a max of 38.709 lb, and a mean of 27.048 lb. A total of 34 pieces were also visually inspected with no rejections related to the reported failure mode. The root cause could not be determined. It is not known how long the device was implanted. The condition of the returned device suggests it was in use for some time without incident. It is surmised that the incident could have been caused by circumstances unrelated to the manufacturing process. Failure may be related to the patient's body chemistry and/or care and maintenance of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to ir to have dialysis catheter exchanged. Existing split cath iii was placed from an outside facility. Physician removed the catheter from the patient, but the dacron cuff slid off of the catheter and stayed inside the patient. The patient then had to go to the or to have the cuff removed by cut down.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.